Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had to manually maneuver the charging cable to charge the pump, due to charging port damage. Additionally, it was reported that the pump battery was not holding a charge. The customer declined assistance from tandem customer technical support regarding the issue. There was no reported adverse effect to the customer's blood glucose level.